Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urge incontinence and urinary/bowel dysfunction. It was reported, that they went to their urologist and they gave them antibiotics, because they had a lot of bumps, rash and the implant zone was hurting. Patient said, they have a bunch of dots. Like they were allergic to something or had a bad rash so, they are taking antibiotics, but every time they walk, it feels like it's being cut or like something was digging into their body. Patient mentioned, they have a follow up appointment with their healthcare provider on the 24th. Agent walked patient through how to connect with their implant. Patient was able to successfully connect with implant. The patient mentioned unrelated medical history.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.